Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers mother reported via phone call that they were went to emergency room due to high blood glucose from (B)(6) 2019. The customer's current blood glucose is 600 mg/dl at the time of hospitalization. The customer gave positive test for ketones and also experienced vomiting due to high blood glucose. The customer treated with insulin drip. The customer also received insulin flow block alarm. The customer also reported bent cannula. The insulin pump will not be returned for analysis.